Manufacturer narrative:
(B)(4). Device received with intermittent button response due to flattened dome switch on act, up arrow and down arrow button. J2 connector was inspected and locked on lcd board. No button error alarm during testing. No ramping numbers noted on the display. Device passed displacement test, self test, rewind test, basic occlusion test, prime/compromised force sensor system test, excessive no delivery test and occlusion test. No excessive no delivery alarms noted. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 111 mg/dl at the time of incident. Customer stated that the insulin pump alarmed no delivery and the numbers ramp up while trying to set the bolus. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.